Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as three ml of diluted blood and was not contained in the instrument. The operator was wearing personal protective equipment of gloves, goggles, and lab coat when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing with a hole in it through pinch valve (pv21) as it meets feed-through fitting (ff100) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).